Event description:
It was reported that during a fusion procedure, the center nut of crosslink was broken. Only one crosslink was implanted instead of two because no additional crosslink was available to use. No patient complications were reported.

Manufacturer narrative:
(B) (4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.